Manufacturer narrative:
Batch review performed on 19 july 2022: lot 2118350: 154 items manufactured and released on 10-mar-2022. Expiration date: 2027-jan-13. No anomalies found related to the problem. To date, 110 items of the same lot have been sold with no similar reported event during the period of review. Additional device involved. Batch review performed on 19 july 2022: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 2118299: 140 items manufactured and released on 21-mar-2022. Expiration date: 2027-mar-07. No anomalies found related to the problem. To date, 89 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2021. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. On (B)(6) 2022, the patient came in the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.